Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.